Event description:
A pt in (B)(6) was undergoing crrt with a prismaflex m100 set. Approximately 3 hours after start of treatment and in connection with the first bag exchange the male luer lock connector of the prismaflex m100 set from pbp line reportedly broke. Treatment was discontinued without returning the blood in the extracorporeal circuit. The pt did not present with any clinical symptoms but rec'd a blood transfusion as his hemoglobin had decreased to 7.0 g/l. The treatment was restarted later the same day.

Manufacturer narrative:
The review of the prismaflex m100 set device history record and complaint history files for the lot number 14k0707g shows that there is no mfg anomaly. The prismaflex m100 set was not returned for investigation. Pictures of the involved luer connector were provided. In pictures, there is a crack at the male luer connector.